Event description:
Patient has been receiving parenteral nutrition using a 6060 multi therapy pump and the matching solution set since some years for crohn's disease. Daily nutrition is composed of nutriflex comp 1000 ml, intralipid 20% 250 ml, vitalipid adult 1 ampoule. Recently the patient observed on two occurrences that the pump did not stop despite air in the tubing. A matching solution set was used. The pump was manually stopped before air was infused. The pump was replaced by another pump subsequently. In the evening of 2005 the patient started an overnight infusion with the afore mentioned components. The next morning, the patient woke up with dyspnea and chest pain. The patient observed that the bag was empty and all of the tubing including the port tubing was filled with air. "The patient went to the emergency department and was told that no treatment was indicated because patient ether would be dead now or the body would resorb the air over time. Bed rest was advised for the day." Reportedly, the final nutrition solution is always prepared by the patient. Vitalipid and intralipid are mixed into the nutiflex comp bag. No significant amounts of air are normally present in the bag before the start of the infusion.